Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the customer's compact plus system gave a blood glucose result of 73 mg/dl at a time when the customer had symptoms of hypoglycemia. Paramedics were called; result on their system was 32 mg/dl within 10 minutes. Customer was treated with glucose IV. Caller states it took customer 15-20 minutes to feel better. A request was made for the return of the meter and strips, replacement sent.